Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09939, 2017865-2020-09940. It was reported that the patient presented in clinic with unknown symptoms. A chest x-ray revealed that the patient had infection and vegetation on the leads. It was noted that the patient had endocarditis. The system was explanted. The patient was stable.